Event description:
It was reported that during on an unknown date, the unit was solicited for corrective repair for preventive maintenance. Leaking air was confirmed at final investigation. As the unit was sent in initially for pm there was no patient involvement. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit was leaking air from the handpiece, the control bar was not in the correct position and loose, the ball plunger was not in the correct position, and the following components were worn/damaged: fine adjustment cam, e-ring, bearings, poppet, poppet spring, o-ring, swivel, motor, screws, reciprocation arm, and lever. Tech adjusted the control bar, and replaced the fine adjustment cam, e-ring, bearings, poppet, poppet spring, hinge throttle, o-ring, swivel, motor, screws, reciprocation arm, and lever. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.